Event description:
Patient reported the insulin cartridge of the infusion device is leaking while the device was running. Patient stated this is the first time the cartridge was used and has been used for 3 days. Patient reported the cartridge failed because of a leakage on the o-rings. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint describing a leakage cannot be verified. Cartridge meets the specification. Result the two received used cartridges were visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.